Event description:
The dexcom g7 is horrible. More than half of the sensors have incorrect readings and none of them (except a few that slip by) last the ten days they claim to last. This joke labeled as a "step up" from the g6 has put my life in severe danger on quite a few occasions, one time being it said I was 180 going up while I was at 60. This is a scary direction that is disgraceful to see diabetes technology going towards.